Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A caregiver reported a signal loss on the customer's device and as a result, the alarms did not sound. Customer experienced symptoms described as cramping, "cold welding", and a seizure and was unable to self-treat and had contact with an hcp who performed blood glucose test (unspecified result) and an EKG and provided oral glucose tablets for treatment for a reported diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.